Manufacturer narrative:
Overall investigation summary: regional service received a report from the user that during a case, the injector would not inject until after multiple power cycling. The case was completed with no issue. The customer did not call for service to check the unit, but continue to use the injector as it was fully functional. A follow up with regional service ((B)(4)) confirmed that, the injector continued in use after recycling. There was no service intervention. A review of cts shows no related complaint activity for this device. Impact assessment summary n/a root / probable cause code equipment/instrument - failure root / probable cause summary refer to investigation summary. No further investigation needed at this time. Qa will continue to monitor and trend for similar issues. No CAPA at this time, these trends and issues are reported on during quality metrics review and during the management review meetings to consider input for corrective action. Complaint confirmed yes disposition summary unit remained in customer use service

Event description:
Incident reported by facility on 3 december 2020 for an event that occurred on (B)(6) 2020. Facility stated the contrast media could not be pushed out when using a high pressure syringe during intracranial treatment. A high pressure syringe was used during surgery and the high pressure injector panel displayed error. Injector could be used again after multiple open and shut down. A patient was connected at the time the defect occurred, the procedure was completed without any harm to the patient, but prolonged the operation.